Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the usb cable was broken and would no longer work to charge the pump. Replacement cable was sent to the customer. Customer¿s blood glucose was 231 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.